Event description:
It was reported via email that the ozark screw is backing out of an ozark plate post-operatively. Revision surgery has not be scheduled nor performed at this time. This report will capture the screw.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
It was reported via email that the ozark screw is backing out of an ozark plate post-operatively. Revision surgery has not be scheduled nor performed at this time. This report will capture the screw.